Event description:
It has been reported to philips that the tube current is out of range and x-rays are not available. Reboot of system did not correct this and unable to continue with clinical applications. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnosis procedure and completed it by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the tube current out of range and x-rays were not available. A review of the system logfile confirmed that there were multiple tube current limit errors on frontal tube. The fse visited onsite and upon functional testing, the fse found that the x-ray tube was arcing, and tube conditioning and adaption was failed. The defective x-ray tube was returned for analysis, and it confirmed that the vacuum leak cathode isolator was defective causing the x-ray tube failure. To resolve the issue, the fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.